Event description:
It was reported to manufacturer that during an initial implant surgery, the surgeon implanted a new generator and new lead. When the system diagnostic test was performed with the generator connected to the lead and the generator was outside of the chest pocket, high lead impedance resulted. Troubleshooting was performed which included ensuring that the lead was connected on the nerve correctly, sufficiently irrigating the nerve, checking the connector pin to make sure it was fully inserted past the connector block, and pulling lightly on the connector boot to verify that the pin was secured tightly. A system diagnostic test was performed again and the same message of high lead impedance resulted. The surgeon performed a generator diagnostic test on the generator with a test resistor and the result revealed normal generator function. The surgeon then reconnected the generator to the implanted lead and another system diagnostic test was performed revealing high lead impedance again. The surgeon opted to implant a different lead. When the new lead was implanted and tested with the existing generator, the system diagnostic test revealed normal device function. The first lead that the surgeon attempted to implant has been sent back to manufacturer and analysis is underway.